Event description:
It was reported that the patient was implanted an unknown ncb screw product on the right side on (B)(6) 2012. On (B)(6) 2014, due to unknown reasons, the patient was revised. Two (2) unknown cortical screws (of which one is reported here) stayed in the patient as it was impossible to remove them. "The imprint of the screw and nut are totally distorted despite the correct positioning of the screwdriver into the screw. All other devices were removed on the same day". It was also reported that the patient "lost a lot of biologic fluid during the surgery caused by the delay of 120 minutes".

Manufacturer narrative:
The manufacturer did not receive device, other source documents but an x-ray image for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).